Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. An x-ray was obtained and confirmed that the cls had rotated from its original position within the implant site. A revision procedure was performed to reposition the cls and resolve the reported event.

Manufacturer narrative:
The evoke cls remains implanted. X-rays provided were reviewed, which confirmed the reported event of cls migration. The root cause of the cls migration cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include, cls migration or suboptimal placement, which may result in pain or difficulty in charging, and the patient may require surgery (including revision, explant, and replacement) as a result."